Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to correct (date of this report) and (date report sent to manufacturer) from nov 17, 2017 to nov 17, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per pr000692. The unit was evaluated and the reason for return : "pressure was higher than set for" could not be duplicated. Per sb 13f2-15, replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. Also replaced damage top cover, broken left and right safety covers. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the depuy synthes mitek complaints system revealed one dissimilar complaint under this serialized device. No further corrective or preventative actions are required at this time, and no complaint trends were identified in relation to this serial number device and the reported failure. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Fms duo+ pump/shaver combo [284580]. Acl procedure: pressure was higher than set for. Continued the procedure by reducing the pressure setting to achieve desired pressure no delay or patient harm.